Manufacturer narrative:
Investigation summary major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad) presenting in scai stage b shock prior to initiation of support. The impella 5.5 was inserted for ventricular support during an elective high-risk coronary artery bypass graft (CABG) surgery. While the patient was in the intensive care unit (ICU), post-procedure, a hemothorax was discovered. Anticoagulation was held and the patient received two units of packed red blood cells (prbc). There were no issues reported with the impella device. The post-procedure outcome was survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was discarded. Therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.